Event description:
The lay user/pt contacted lifescan alleging that the onetouch ultralink meter was prompting an error message which was unresolved with troubleshooting. The pt was either unwilling or unable to describe the error message or answer questions regarding whether she received treatment or was injured.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.